Event description:
The patient underwent replacement of generator and lead, reported to be due to prophylactic replacement. The explanted lead and generator were returned for product analysis, but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead and generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. The lead was returned for product analysis in two portions. Evaluation and resulting commentary of the portions of the lead not returned (including the electrode array) cannot be made. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that the patient reported having two mild to moderate seizure events in the two weeks prior after having no events for approximately two and a half years. The patient indicated that she could typically feel her vns firing and had not been able to feel stimulation for the past three weeks. She had felt the vns without change since being implanted, per her report. The notes indicated that the patient had excessive nervousness and anxiety about her failing vns but was otherwise, ok. The patient's generator was interrogated and her output currents were increased by 0.25 ma. The patient indicated that she could feel the vns 'a little bit more' but only if she concentrated really hard on the sensation. The patient's system diagnostics were within normal limits and the battery replacement indicator was not flagged. Per the device design, the generator should provide the intended therapy until the neos-yes indicator is flagged. The patient reported that she had become seizure free on the vns until recently, when she began to have complex-partial and grand-mal seizures again. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.